Event description:
It was reported that the tip of the probe broke in the patient. The surgeon was unable to retrieve the broken piece from the vertebral body.

Manufacturer narrative:
(B) (4): the probe was returned for evaluation. Visual examination of the probe confirmed the tip was missing. Microscopic examination found the fractured surface appeared tortuous in nature indicating a certain level of ductility. The fracture appears to have been caused by a local tensile stress resulting from a remote bending stress that was applied during surgery. A review of the device history records did not identify any applicable nonconformance to specification.